Event description:
It was reported by a sales representative (sr) that the programmer would not interrogate a device. The sr replaced the rf head, but this did not fix the issue. The clinic stated they had difficulty with this specific programmer in the past and had to wiggle the cable connector to get it to work. The sr was able to interrogate the device using a different programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; moving the programmer head connection would cause a lose of telemetry. Connector was found loose on a printed circuit board assembly. Analysis also found the right and left keyboard case hinges were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.